Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that the two infusion set was fell off during use. The infusion set is long for 1.5 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1925557 - MDR 3003442380-2024-11276 - device 2 of 2.